Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the pump began charging after leaving the pump plugged into the power source for at least 30 consecutive minutes, requiring no further assistance.